Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was attempted to be implanted within the mid common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement. According to the complainant, during the ercp procedure, under fluoroscopic guidance, the physician observed a mid common bile duct stricture and decided to implant an 8 cm wallstent rx biliary endoprostheses. During the attempted deployment, it was reported that "the delivery system was not functioning normal" and "only the stent was opening inside the patient," but the correct placement could not be achieved. The partially deployed stent was removed from the patient and another wallstent rx biliary endoprostheses was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4): the device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted. No anomalies were noted to the shaft of the device. During a functional analysis, it was possible to retract the outer sheath and deploy the stent without any issue noted. An examination of the deployed stent found no issues. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was attempted to be implanted within the mid common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement. According to the complainant, during the ercp procedure, under fluoroscopic guidance, the physician observed a mid common bile duct stricture and decided to implant an 8 cm wallstent rx biliary endoprostheses. During the attempted deployment, it was reported that "the delivery system was not functioning normal" and "only the stent was opening inside the patient," but the correct placement could not be achieved. The partially deployed stent was removed from the patient and another wallstent rx biliary endoprostheses was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.